Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: capsular contracture, edema, lymphoma-alcl-suspected: unable to observe since it is not related to the device. Additional observations: crease fold, deformation device and white particles observed on the device. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: b.5, b.7, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side swelling, capsular contracture, baker grade iii, and a suspicion of alcl. Device remains implanted. Histopathological biomarkers cd30+ and alk- have not been received.

Manufacturer narrative:
Continued e1 (facility name): (B)(6). A review of the device history record has been completed. No deviations or non-conformities noted. The events of capsular contracture, baker grade iii and suspected bia-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and suspected bia-alcl (histopathological markers are not reported).